Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was bent and fractured 0.2¿, 0.4¿, and 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
This report is to advise of a fracture noted during analysis.